Event description:
Maintenance man was using an electric saw on a drain when the drain exploded. As a result of the explosion, the maintenance man's hand sustained chemical burns. Prior to the incident, the individual was deaf in one ear & is currently being tested to determine if he obtained add'l possible hearing loss in his other ear. The sink was being used to remove the waste that was generated from their two instruments. The laboratory personnel had been running a stream of water into the waste line to keep the sodium azide from bonding to the pipes.